Event description:
Customer stated that the code displaying on the device screen did not match the code printed on the code key. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.